Event description:
Customer's mother reported that the insulin pump was cracked and the battery life was only a couple of days long. Customer's mother reported that the insulin pump was making a beeping sound and that all basal rates and settings had to be reprogrammed. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly or basal anomaly. Unit passed self test and off no power. Pump received with high idle current and unexpected batt out limit alarm due to open led tab driver on lcd board. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.